Event description:
An ipp device was implanted on 11/19/92. A revision surgery was performed on 7/11/97, reason not indicated. It is uncertain which, if any, components were revised. Ams has requested additional info.